Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
Reportedly, during an implant attempt of the subject device, connection problems in the svc channel were experienced by the physician. Another device was subsequently implanted instead.